Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While the customer was using a cavitron 30k fsi-sli-10s insert , the product had no water flow causing insert to heat. No injuries were reported from the event.

Manufacturer narrative:
Evaluation found the insert was clogged. A DHR review was conducted with no discrepancies noted.